Event description:
It was reported that during central processing, the force bipolar tips were not aligned. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that was completely detached from its base, and it was only holding on to the conductor wire. The broken piece was hanging from the instrument. Components adjacent to this broken grip showed damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: it was not known if the instrument collided with any other instrument or tool during the procedure and it was not known if the damage was noted during procedure.

Event description:
Refer to h10/h11 for follow-up information.